Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is .(B)(4) approximate age of device- 89 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log fil was submitted for review due to no external power alarm. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed some out of specification voltages on 16jul2017 from 7:38:57 to 7:39:01 while the patient was connected to the mobile power unit (mpu). These were most likely due to the ac power cord becoming loose where it plugs into the mpu. The voltage values resolved and there were no unusual events either before or after. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.